Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering insulin. Customer is experiencing high blood glucose of 262 mg/dl before lunch. Customer treated with a bolus. However, the blood glucose level increased to 440 mg/dl. Customer stated that she did not receive an alarm. Customer treated with manual injection. During troubleshooting, the insulin did not exit the infusion set. Nothing further reported.